Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst), and the performance verification test (pct). The device operated within the manufacturing specifications. (B)(4).

Event description:
A report was received from germany stating that an 840 ventilator failed the power on self-test (post). The ventilator was not in use on a patient at the time the malfunction occurred.